Event description:
Report received of a delay in therapy due to the pump alarming during infusion. It was reported that the pump was programmed to infuse an unspecified concentration of nitroprusside at an unspecified rate. When the pump was first started, it immediately alarmed with a distal occlusion alarm. This alarm was cleared and the pump reportedly then alarmed with a cassette error. While troubleshooting the alarms, the patient's blood pressure reportedly elevated to "unsafe levels". No specific levels were reported. It was reported that once the pump alarms were cleared and the pump was infusing as programmed, "the patient stabilized". Several attempts have been made to obtain further event information. No further information was available.

Event description:
Further event info was rec'd from the customer. The pump was infusing nitroprusside and reportedly alarmed with a distal occlusion alarm. The IV line was flushed, the pt's IV site was repositioned and the line was checked for any pinching of the line. The pump was turned off, then back on and alarmed with a cassette test failure. The pump was turned off and on several more times and the alarm was resolved. The troubleshooting reportedly took 10 minutes. In this time, the pt's blood pressure elevated. The pump was removed from clinical service and the infusion was resumed on a different pump. No medical interventions were required for the pt. Once the infusion was resumed on a different pump, the pt's blood pressure reportedly came down to an unspecified acceptable level. There was reported adverse effect to the pt.